Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that review of the submitted routine system controller log files by a representative of the manufacturer¿s technical services revealed a motor stopped on (B)(6) 2017 at 13:37 which was associated with a driveline disconnect. No further information was provided.